Event description:
It was reported that anesthesia could not be conducted as a co2 cylinder was connected to the anesthesia device instead of an oxygen cylinder. Finally the patient had to be reanimated.

Manufacturer narrative:
Within two hours a draeger service technician arrived on site and started his investigation. He realized that the co2 absorber was hot and produced an unusual high amount of water. Then he found that at the back of the device a co2 cylinder was connected by mistake instead of an oxygen cylinder. Therefore fresh gas flow had a higher co2 concentration instead of a high oxygen concentration. The co2 absorber showed the expectable chemical reaction with high co2 and produced water as chemical reaction product of soda lime and co2. Afer exchange to an oxygen cylinder the device was checked and passed all tests. The connection of the wrong gas will be detected during the required pre use check. Oxygen concentration is monitored by the device. The manufacturer comes to the conclusion that no device failure has contributed to the reported event. The reported case is isolated.